Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced pain and irritation at the abutment site and subsequently was administered antibiotics (date not reported). The patient is being clinically managed by the health care provider.

Manufacturer narrative:
Per the clinic, the patient was administered a steroid injection (date not reported). The symptoms had reportedly improved as of (B)(6) 2018 and the patient is being clinically managed by the health care provider.